Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use of this epidural kit, difficulty was experienced threading the catheter. The catheter was then withdrawn and the tip was missing. It was noted that approximately 5 centimeters of the catheter sheared off in the epidural space. No adverse patient effects were reported.